Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was being scheduled for an x-ray. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was scheduled for a revision and replacement on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2109-aug-13. The removed devices were discarded. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient had a loss of therapy and no longer felt stimulation after a beach weekend of swimming and playing volleyball. The patient stated that neither the ins recharger (insr) of the patient programmer (pp) would turn the stimulation on. The patient clarified that they were not able to feel stimulation. The patient increased the stimulation to 7.7 but was not able to feel stimulation. An impedance test was performed and there were out of range impedances. It was reported that contacts 9, 11, and 12 had normal impedances, but all other contacts were between 32k and 40k ohms. The patient was not receiving adequate coverage. No further complications are anticipated.